Event description:
It was reported that the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. As a result, the patient felt lightheaded. No intervention was performed. The patient condition was stable.